Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 67 mg/dl. The customer stated that prior to the event, she had stacked her insulin by running a dual wave bolus while estimating her carbohydrates count. The customer stated that her perceived cause of the event was due to her stacking insulin, as she was entering manual bolus entries without using bolus wizard and estimating bolus amounts based on the carbohydrates of her snacking. Furthermore, the customer stated that she had been treating herself based on the sensor glucose values rather than her actual blood glucose values and that she sometimes disregarded the active insulin. It was explained to only treat based on the blood glucose values and that to consult doctor to adjust active insulin time if it is incorrect. Programming was correct and confirmed the hypoglycemia was due to over-bolusing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.